Event description:
It was reported that during a bph surgical procedure, the customer reported ¿fiber not recognized¿. The fiber was replaced, the second fiber exhibited ¿fiber not recognized¿ the case was completed with an alternate procedure (resection). Patient outcome: ¿no injuries to the patient¿ was reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber exhibits scratch marks on outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Probable root cause: based on the device analysis, there is no failure found with the returned product.